Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital due to chest pain and shortness of breath. Interrogation of the device revealed increased rv pacing thresholds with loss of capture and a decrease in sensing measurements. An invasive procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.